Event description:
During a cd34 cell selection on the clinimacs instrument, the process ended before all of the product had been selected. It is unknown why the process stopped, possibly due to a clot, air bubble, or device failure. No clots or air bubbles were observed, so it is possible that there is an instrument failure. Manufacturer response for clinimacs instrument, clinimacs (per site reporter): the manufacturer was contacted about this issue. No response has been received yet.